Event description:
It was reported that the right atrial lead was suspected of a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a breach of both the inner and outer insulation between the first rib and clavicle. Concomitant medical products : 5054-58 lead, implanted (B)(6) 1998. (B)(4).